Manufacturer narrative:
Failure analysis confirmed that the insulin pump had a blank with blank display due to corroded battery tube. The insulin pump was received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 148mg/dl. The customer states the insulin pump went completely blank. The customer stated the contacts in the battery cap are not missing. The customer stated that the battery compartment and spring is corroded. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.